Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: a review of the pump black box data showed multiple unexplained pump reboots occurred. During a visual inspection of the pump, the battery compartment returned battery cap were undamaged. Evidence of moisture ingress was observed in the battery canister. A leak test was performed revealing a bolus button leak. The battery cap was able to fit securely to the pump with no power loss or interruptions. During investigation, the ez-prime steps were performed correctly and the pump was exercised for 24 hours with no power interruption occurring. The pump cover was removed and no evidence of moisture or damage was observed on the printed circuit board or internal components. The complaint of intermittent power was not duplicated during investigation, however, moisture in the pump was confirmed.